Event description:
It was reported by service report that there is a rip in labor and delivery bed mattress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Mattress. Mattress was replaced and the unit was put back into service.